Event description:
It was reported that surgeon removed cup, liner, head, and 4 screws. Patient was revised because the cup pushed through the medial wall of the pelvis.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Additional x-rays, including pre- and post-operative x-rays, operative notes, and clinical history are required. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Additional x-rays, including pre- and post-operative x-rays, operative notes, and clinical history are required. I

Event description:
It was reported that surgeon removed cup, liner, head, and 4 screws. Patient was revised because the cup pushed through the medial wall of the pelvis.